Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("constant bleeding/heavy abnormal bleeding") and back pain ("back pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she undergo one or more surgeries to remove one or more of the essure coils) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-nov-2017: product start date and stop date was updated, events pelvic pain, abdominal pain, vaginal pain, severe cramping were added. Device category incident was removed from the events constant bleeding/heavy abnormal bleeding,back pain and kept for the event pelvic pain. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This initial spontaneous case report was received on 13-oct-2016 from a lawyer in the united states, on behalf of a plaintiff female consumer of unspecified age who had essure (fallopian tube occlusion insert) coils implanted on (B)(6) 2012 for permanent contraception. Due to work demands and financial difficulties, the consumer did not undergo an hsg test (hysterosalpingogram) three months after placement to confirm satisfactory placement of both essure coils and full occlusion of the fallopian tubes. For two years after implantation of the essure device, the consumer experienced back pain and constant bleeding. On (B)(6) 2014, a hsg test was performed which showed that the essure coils were in place and both fallopian tubes were fully occluded. On (B)(6) 2014, the consumer had an ablation procedure of the uterus to relieve the pain and bleeding. However, the procedure was unsuccessful. The consumer continued to experience back pain and constant bleeding. On (B)(6) 2015, the consumer underwent a partial hysterectomy. None of the consumer's treating physicians told the consumer that her symptoms, which necessitated a hysterectomy, may have been caused by the essure device. Company causality comment: this legal case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced back pain and constant (genital) bleeding for two years. The consumer had an ablation followed by a partial hysterectomy around three years after insertion. These events are anticipated according to reference safety information. Considering the positive temporal relationship and the absence of alternative explanation, causal relationship with essure device cannot be excluded. Since a surgical intervention was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("constant bleeding/heavy abnormal bleeding, abnormal bleeding (general)") and back pain ("back pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, spontaneous abortion and uti. Previously administered products included for an unreported indication: iud. Concurrent conditions included uterine fibroid, genital herpes, bloating and cervicitis. Concomitant products included anovlar (loestrin), estrogen nos (estrogen), fluoxetine hydrochloride (prozac), medroxyprogesterone (depo provera), progesterone and valaciclovir hydrochloride (valtrex). In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she undergo robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, back pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, cystitis, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted regarding dates of insertion from that previously reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-feb-2014: essure coils were in place and both fallopian tube; on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: complete fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, product indication updated. Historical and concomitant drugs added. Concomitant conditions added. New events added: abnormal bleeding (vaginal, menorrhagia), infection type: bladder & vaginal, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 17-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this legal case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced back pain and constant (genital) bleeding for two years. The consumer had an ablation followed by a partial hysterectomy around three years after insertion. These events are anticipated according to reference safety information. Considering the positive temporal relationship and the absence of alternative explanation, causal relationship with essure device cannot be excluded. Since a surgical intervention was required, this case is regarded as incident. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.